Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (a050401 - fluid/blood). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "leaking implant." This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, e1, h6.

Event description:
Healthcare professional reported "leaking implant." This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening and an opening assessed as surgical damage. As per the investigation procedure creases, wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "leaking implant." This record is for the left side. The device has been explanted and replaced.